Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Based on the attached 2012 published article: clinical results of topography-based customized ablations for myopia and myopic astigmatism" the following complication was noted out of 2051 eyes treated with lasik for myopia and myopic astigmatism. After 3 months, 0.10% (2 eyes) lost > 2 lines in cdva (corrected distance visual acuity). All of these cases were found to have corneal punctate erosions related to dryness, and on further follow-up were noted to have recovered preoperative cdva.